Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2500 ohms in any configuration that involved the ring programming. When the ring is taken out of the configuration normal impedance and normal threshold measurements are seen. Subsequently the lead was reprogrammed tip to can configuration. The lv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service and no adverse patient effects were reported.